Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following recent weight loss and taking a fall, the patient experienced shocking sensations. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the extensions and ipg were explanted and replaced to address the issue.